Manufacturer narrative:
Arjo received information about malfunction of a scale, which can be installed, onto a maxi sky 1000, between the ceiling lift and the spreader bar. The bottom scale attachment bolt was found to be bent. There was no patient involved and no injury reported. Faulty device was immediately taken out of use. During the lift evaluation by arjo technician, it was confirmed that the bottom scale attachment bolt, connecting the scale with the spreader bar, was bent. The part was returned to the manufacturer for testing. The manufacturer analysis shown that the deflection was caused by the asymmetry of the spreader bar, which is unable to rotate freely around 3 axes. As a result of an uneven long-term stresses, the first signs of failure were noticed. The maxi sky 1000 and a suspended scale (with model no. 700-00526 and serial no. (B)(6)) were used as a system. The scale assembly was bent and from that perspective, the system was not up to manufacturer¿s specification. No injury was sustained. Upon receiving this complaint, there was uncertainty if the bent scale 700-00526 is likely to detach during use and cause or contribute to patient fall. Therefore, this complaint was decided to be reported in abundance of caution, based on the potential risk of spreader bar detachment due to scale failure.

Manufacturer narrative:
The scale return for further testing was requested. Additional information will be provided upon investigation conclusions.

Event description:
Arjo received information that the scale, used as an accessory to maxi sky 1000 ceiling lift, is bent. The customer representative detected the failure and took the scale out of use immediately. There were no scratches or other signs of misuse on the scale. There was no incident or patient involvement reported.